Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device reboots by itself. There was no report of patient involvement.

Manufacturer narrative:
.

Event description:
The customer reported the device reboots by itself. There was no report of patient involvement or adverse patient impact.